Manufacturer narrative:
The device has been received for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a colonoscopy procedure, the evis exera iii xenon light source had an error code e102. The procedure was completed with the same device after customer restarted the device. There was a slight delay and prolonged sedation of the patient. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A correction to b3: the event occurred on january 18, 2022, which was inadvertently left out of the initial. A correction to d9 and h3: the device was not returned to olympus. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.